Event description:
Report received of a nondelivery. The device was returned to the biomedical engineering department with an unsigned note that stated, "unit not pushing fluids through, it is pulling fluid backwards." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reported adverse patient events while the device was in clinical use. During testing by the user facility the device would, "look and sound like it was running fine" but the "fluid at the end of the tubing was not moving. It would just move back and forth." Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.